Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp did not attach during use. The following was reported by the initial reporter: "the customer reported that the patient could not attach the pen needle to the pen (possibly due to a screw thread-related defect)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0203701, cat. No.320136. Visual examination was carried out on the returned sample and photos and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp did not attach during use. The following was reported by the initial reporter: "the customer reported that the patient could not attach the pen needle to the pen (possibly due to a screw thread-related defect)."